Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error occurred was reported for transmitter (B)(6). However, transmitter with serial number (B)(6) was provided for evaluation. Product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.